Event description:
Olympus was informed that two pts tested positive for pseudomonas aeruginosa after undergoing a cystoscopy procedure. The user facility reported that urine cultures were performed on both pts. The pts were treated with antibiotics and their current condition is unk at this time as no follow up visits have occurred. It was also noted that the aldahol had not been replaced on time in one of the user facility's cleaning rooms according to the logs. An endoscopy service specialist (ess) was dispatched and reprocessing in-service training were performed. It was observed by the ess that the user facility was not performing leak testing on their scopes as recommended per olympus protocol. The device has been removed from service.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the pt's outcome could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.